Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation, that prior to cardiopulmonary bypass, during prime, there was a leak from the 1-way valve line that comes off the manifold. No pt involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.